Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 1.8 inr on the coaguchek xs system. The caller took >15 seconds to get the blood to the test strip. The patient was sent to the emergency room (ER) where a comparison lab returned as approximately 7.3 inr one hour later. The patient's coumadin dose was stopped and she was treated with vitamin k injections based on the lab result. She was also treated for low oxygen saturation. The patient was released from the hospital several days later. Requested return of suspect system and replacement was sent.